Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the problem likely occurred because the communication of the scope detection signal was hindered and it was determined that the scope was not connected because the contact portion of the scope connector or maj-1430 was hindered due to the presence of inappropriate material. As stated in the instructions for use, as a preventive measure, "when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result."

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The customer reported that they resolved the reported problem upon follow up, performed by olympus technical support. An assignable cause was not determined.

Event description:
A user facility reported to olympus that their olympus cv-190 was producing color bars when used with olympus series 180 scopes. There was no patient injury or harm, associated with the problem, reported to olympus.